Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and no delivery alarms. The mother declined troubleshooting. She stated that the doctor wanted the customer's insulin pump replaced. The phone call was disconnected at this point. Unable to get in contact with the mother. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.